Event description:
Injury was sustained by hosp employee. An lpn at this facility had injected a pt and attempted to empty a syringe device into a sharps disposable box. She claimed the syringe did not release the needle fully and when she withdrew it, the needle pierced her right sleeve and stuck in right forearm. Employee was checked by employee nurse and was referred to physician. Hiv and hepatitis profiles performed.